Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, the patient reported a blood glucose (bg) level reaching approximately 1600 mg/dl. It was not initially specified whether this reading was from a blood glucose meter or continuous glucose monitor (cgm), but it was later clarified to be from a bg meter. While in his front yard, the patient lost consciousness. Upon regaining consciousness, he managed to walk into his home, undressed, and subsequently collapsed on the carpet. His family had been attempting to locate him, and his wife discovered he had not gone to work. She contacted emergency services, and paramedics were dispatched to the residence. Upon arrival, paramedics found the patient and indicated that he likely would not have survived had they arrived 30 minutes later. Notably, cgm readings throughout the day had consistently shown hypoglycemia, with values around 40 mg/dl. The patient reported receiving treatment with what he described as ¿b10 sugar water¿ or a small packet he believed to be b10. There is no available information explaining why glucose was administered during a state of severe hyperglycemia. At the time of the report, the patient was stable and feeling fine, with a bg reading of 216 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).